Event description:
Per the audiologist, reportedly, the pt is sensitive to the touch around the receiver/stimulator area and does not show much auditory responses. Exchanging externals did not help the problem. Results of a CT scan were inconclusive. Results of an integrity test done in 2008 showed no connection with the implant. Due to the receiver/stimulator area being sensitive, some type of trauma may have displaced the internal magnet from the magnet pocket. A x-ray of the site was recommended.

Manufacturer narrative:
This type of event is addressed in the device labeling.